Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the white coil cap had separated from the housing. The cause of the separated coil cap was determined to be due to malformed housing. The housing was malformed at its upper area where the coil cap comes in direct contact with the housing. The reported condition was verified. The cause of the malformed housing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was found damaged, broken at the top. This was identified during setup. There was no patient involvement. No additional information is available.